Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. It was mentioned that the patient fell and fractured the patella, however, it is unknown whether the patient fractured their patella or patellar implant. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient had fallen and fractured the patellar six weeks after the initial left side implantation of devices. The patient had undergone treatment for the fracture. It is not known if the fracture was a patella implant or a patella bone fracture. Attempts have been made and no further information has been provided.